Event description:
Patient presented to emergency room after receiving several inappropriate shocks due to noise. During lead replacement, externalized conductors were noted via fluoroscopy. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.